Manufacturer narrative:
Examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was), with a dilator snapped inside of the sheath. The device was bloody. The hub, sheath and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination/misshapen/tear), and kinks in the sheath located 7.5 cm and 36 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that device placement issue occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and 33mm watchman laa closure device and delivery system were used. The closure device was deployed but the laa was too big causing the closure device to protrude too much. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is stable. However, device analysis revealed inner liner delamination.